Event description:
It was reported that cgm displayed malfunction error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance, error did not recur after reset, and customer successfully started new sensor session.